Event description:
The customer's wife reported that the blood glucose device gave a higher than expected reading during a hypoglycemic event. The customer received a blood glucose result of 141 mg/dl at 6:30 pm on his aviva system. The customer laid down to wait on dinner and did not recall having any symptoms. At 6:30 pm the customer's wife tried to wake him for dinner and the customer was unresponsive and gurgling. Daughter called the paramedic's. The paramedic's arrived and received a blood glucose result of 26 mg/dl on their professional meter. The paramedic's treated the patient with a glucose IV; the customer regained consciousness 15 minutes later. The customer was able to get up and get graham crackers and milk and felt better. The paramedic's left around 10:30 pm, the customer was not transported to the hospital.